Event description:
During a left mca (middle cerebral artery) aneurysm procedure, stent-assisted coil embolization was planned. After the access system was established, the physician selected the subject stent. After flushing, the subject stent was delivered through the microcatheter. After pushing the subject stent to the target vessel position, the physician positioned and retracted the microcatheter to deploy the subject stent. The subject stent head opened, and after 1/3 was deployed, pushing was obstructed; the remaining part could not be pushed out of the microcatheter. The physician then withdrew the entire stent out of the body and replaced it with another stent to complete the procedure. There were no reported clinical consequences to the patient.